Event description:
It was reported that anomalous sensing values and high thresholds were observed on the lead. The patient was noted to be asymptomatic and in good condition. The physician opted to replace the lead but a procedure was not scheduled. The lead remained implanted. No additional information was provided.